Event description:
It was reported that the homechoice device experienced an unspecified failure during peritoneal dialysis therapy. It is unknown if the patient was connected to the device at the time of the alarm. It is unknown if the patient completed therapy. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with a reload the set 152 alarm noted. A visual inspection, functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported issue was identified as a reload the set 152 alarm and the cause was determined to be the manifold tubing. The manifold tubing was replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.